Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿drug-eluting stent was selected for use. However, during unpacking of the device, the stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR .:synergy ous, mr, 2.5x 38mm stent delivery system (sds) was returned. A visual examination found the distal end of the stent was damaged and stretched towards the distal marker band. The first proximal stent row was flared slightly. The undamaged crimped stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A review of the associated batch records was performed and the maximum crimped stent profile measurement was reviewed. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the returned device all meet the specification. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿drug-eluting stent was selected for use. However, during unpacking of the device, the stent struts were noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported.